Event description:
It was reported that the pta balloon could not be deflated. The balloon was deflated with a guidewire. Pending additional information.

Manufacturer narrative:
The lot number for the device was not provided. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.